Event description:
Additional information was received. It was reported that the new pump being implanted in 2009 was due to normal battery depletion. The patient had no symptoms related to the event.

Event description:
It was reported that in 2002, she had the pump placed and enjoyed significant improvement in her pain, but due to pump failure, the pump was replaced. It was unknown what medications were in the pump at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).